Manufacturer narrative:
(B)(4). Concomitant medical products: unknown acetabular shell, catalog#: ni, lot#: ni. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision procedure approximately 2 weeks post-implantation due to a traumatic event that occurred during rehab. During the procedure, the liner would not seat properly upon impaction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection there is visible damage to the scallops. There are impaction marks. DHR was reviewed and no discrepancies were found. Review of complaint history found no additional related issues. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.